Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No battery out limit alarm during testing was noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A test reservoir was installed and it did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery died within 5 minutes. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer stated that she also received an off no power alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.